Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It should be noted that the high torque guide wires instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. It is indicated that the complaint device is not returning; therefore, a failure analysis of the device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the distal right coronary artery (rca). During advancement, the balanced middle weight (bmw) guide wire became caught with the struts of a deployed non-abbott stent implant. The bmw guide wire was able to be removed against resistance; however, the deployed non-abbott stent implant became stretched. After removal of the bmw guide wire, the tip was noted to be stretched. As a result of the stretched stent implant, an additional stent implant was deployed, successfully completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.